Manufacturer narrative:
Retainer ring = black. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Unit was monitored and functioning properly. No unexpected insulin flow blocked alarm. Device history file/traces download was successful using thus. No delivery alarm/insulin flow blocked alarm was none found in the formatted history file on the event date (B)(6) 2021. The format history file start on (B)(6) 2021 22:00:00.000. There no data listed on (B)(6) 2021. Unable to verify no delivery alarm/insulin flow blocked alarm complaint due to no data available. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer stated that insulin pump had insulin flow blocked alarm and event was resolved by infusion set change. Customer declined troubleshooting for high blood glucose. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will not be returned for analysis.